Event description:
It was reported to boston scientific corporation that a solyx single incision sling system was implanted into the patient on (B)(6), 2010. According to the complainant, the patient experienced physical pain and permanent injury. She continues to suffer from pelvic pain, back pain, leg pain, urinary incontinence, infections, constipation and inability to sit for long periods of time. All other information, including the patient's current condition, is unknown and reportedly unavailable.